Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the distal left anterior descending (lad) artery. Percutaneous coronary intervention (pci) was performed and the 4.0 x 23 mm xience prime stent was implanted. However, post stenting, a dissection was noted and an additional xience prime was implanted to treat the dissection. Post procedure, the patient was in stable condition. No additional information was provided.